Event description:
It was reported that customer experienced continuous glucose monitoring error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not reappear, and successfully started new sensor session; no additional issues were reported.